Event description:
Customer reported receiving an error alarm followed by a button error alarm on the insulin pump. Customer stated that the button error occurred when attempting to bolus. Customer stated that they were at an amusement park at the time of the alarm and they were wet. Customer's blood glucose reading at the time of the call was 128 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarms were noted. Traces of moisture were found at the motor assembly. The reset error alarm test could not be performed due to the keypad anomaly. The insulin pump was received with minor scratches on the display window, a missing end cap sticker and a broken reservoir tube lip.